Manufacturer narrative:
.

Event description:
The reporter stated, that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon removed the lens without any patient injury and another same model lens was inserted. The reporter stated that the lens torn during loading.